Event description:
It was reported to physio-control that the customer's device had all three icons (charge-pak, service wrench, and attention) showing in the readiness display. Upon evaluation by a third-party service agent, it was observed that the device would not power on.there was no patient use associated with the reported event.

Manufacturer narrative:
Event date of the initial medwatch report indicates: 1(B)(6) 2014. Event date of the initial medwatch report should indicate: (B)(6) 2014.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. It was observed that the device would not power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device would charge and shock defibrillation energy. It was also observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.